Event description:
The fse reported that the system gave a kv or ma error message, and lost functionality. The customer was able to restore system functionality by rebooting the system. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.